Event description:
A customer from the united stated notified biomérieux of a false positive clostridium species for six (6) patient samples in association with the bact/alert® sn bottle. The customer stated that five patient samples were drawn in the emergency room and one drawn in a unit. All six patients grew clostridium species from their sn bottles. The hospital epidemiology department informed the lab that these patients were not expected to have positive identifications for a gut organism. The customer performed subcultures and gram stains. The customer stated they cultured the aerobe bottles only to aerobic media, and the organism grew. They did not subculture the blood culture bottles to anaerobic media. The customer stated that five bottles grew from one site, and these five bottles/patients were reported as "clostridium spps not perfringens" as they do not report clostridium as a contaminate. One patient bottle was flagged positive for three sites. The customer suspected this one patient was a true positive for clostridium. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer from the united stated notified biomérieux of a false positive clostridium species for six (6) patient samples in association with the bact/alert® sn bottle (UDI (B)(4)). An investigation was performed. During the course of the investigation, nothing was uncovered to suspect the production process or the lot itself. There is no evidence of an event occurring during the manufacturing process that would have led to the contamination observed at the customer site. There were zero non sterile units identified during sterility testing, growth promotion testing, or packaging. The retained bottles from the lot were visually inspected with zero bottles exhibiting evidence of contamination, a yellow sensor, or foreign material in the bottle. There is no evidence of a systemic issue with lot 1047426 nor is it believed to be an issue with the manufacturing process itself. Since the customer stated the event involved multiple lots, it would point to this as a possible environmental issue at the customer site. As previously recommended, the customer needs to check storage conditions for the bottle, particularly in the ER and ICU, and make sure the phlebotomists are wiping the septum with an alcohol wipe and using a new wipe for each bottle to prevent contamination. Per the IFU instructions, positive samples should be smeared and subcultured. As a result, there are no proposed corrective and/or preventive actions from this investigation. There were no other products, process, or systems impacted as a result of this investigation.